Event description:
Ineffective treatment.

Manufacturer narrative:
Customer reported that the treatment was ineffective. Field service found that the laser was out of specification and would not emit energy at the proper levels. It would only emit low energy. The laser was repaired and restored to specification.